Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had an incision and drainage on (B)(6) 2023 at the post-op site of their drg implant due to an infection. There is no further information at this time.

Manufacturer narrative:
Exact date of event is unknown.